Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed episodes which looked like the right ventricular lead had dislodged causing oversensing and resulting in inappropriately therapy. No intervention was performed. No additional information was reported.